Event description:
Both catheters were crimped in the package. This was revealed once opened for a case, neither device was used and immediately thrown away. Product has been discarded. Back up device available, no case delay.

Manufacturer narrative:
The DHR's of these manufacturing lots have been reviewed and a copy is attached. (B)(4). A review of the device history record (DHR) was completed on part # 1097-03 (lot # l12291). All appropriate inspections were completed per process monitoring requirements of 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.